Event description:
Heartmate ii presents with traumatic subarachnoid hemorrhage (sah) in the setting of supratherapeutic international normalized ratio (inr) 5.0 and streptococcal bacteremia. Inr was reversed with plasma and vitamin k; no surgical intervention was required for the sah. Heparin was resumed, and heparin bridge to coumadin was completed prior to discharge. Aspirin 81 mg three times weekly was resumed. Bacteremia was managed with IV antibiotics x 4 weeks after discharge.